Event description:
It was reported that the tip is broken off. There is no further information available since the operation was not observed by a sales representative. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that the tip is broken off. The instrument was manufactured in accordance with the specifications; there are no product errors.